Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient. It was reported that they were experiencing extreme sensitivity that had been getting worse and shoulder pain on their left side where the lead was implanted. The patient stated that they had an x-ray performed and that they believed there could be a cyst growing, but they weren¿t sure where it may be growing. The patient was to follow up with their healthcare provider (hcp) and was requesting a manufacturer representative to come out since they were currently at the hospital for sensitivity and pain. It was noted that the issues had been present since the patient was implanted on (B)(6) 2016. Indication for use is spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were currently in the hospital because of their shoulder hurting but not sure what was going on. They stated that the shoulder pain started just after the stimulator was placed. They were sensitive to the touch on the side where the stimulator cord comes down so not sure what was going on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.